Event description:
According to the report, the surgeon stated that two of his patients that received bioglue in a surgical procedure developed an infection post - operatively. This report represents the second of the two cases.

Manufacturer narrative:
An investigation has been initiated and any additional information will be submitted in a follow-up report.